Event description:
Per the clinic, the patient experienced static sound with the device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced poor performance with the device and the patient was re-implanted with another cochlear device during the same surgery on (B)(6) 2025.